Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for "valve interacts with conduction system" was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record review was not able to be completed as no device information was available for investigation. According to the IFU, conduction disturbances-potentially requiring treatment like a permanent pacemaker-are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction (e.g., air embolism, spasm, or edema near the av node). Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined. Since no manufacturing non-conformances were able to be found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The report complaint "valve does not seal on annulus, significant leak flow observed (pvl)" was confirmed with other empirical evidence via information reported to edwards. The device history record review was not able to be completed as no device information was available for investigation. No information was provided on the valves positioning; 2 jets were reported to have contributed to the right ventricular dysfunction. Ultimately a definitive root cause cannot be determined as no imaging had been provided for evaluation. Since no manufacturing non-conformances were able to be found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of a 56mm evoque procedure in tricuspid position where the post-procedural rv dysfunction at pod 1 was moderate to severe with paps 52 mmhg, cvp 15 mmhg. There was severe paravalvular leak of 2+ ( 2 jets, one towards the free rv wall, the other infero-septal) requiring moderate doses of milrinone and diuretic in IV infusion. In addition, on post-operative day four (pod4), the patient experienced a right ventricular disfunction and a atrioventricular block (avb) grade iii following the procedure. As a result a leadless pacemaker was implanted. Patient has been discharged in stable conditions at pod 9.